Event description:
The customer reported a possible issue with the incoming power supply. Here was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u reprt will be submitted upon completion of the investigation.